Event description:
Case description: information was received regarding a bag of viaspan solution (lot number h050027, exp. 05/08) that was leaking. The reporter stated that between the inner and outer bags there is approximately one half liter of liquid. The reporter stated that the inner bag of viaspan appears to be smaller in size, and he feels that it is the viaspan solution that is leaking out. The reporter also mentioned that this happened last week with another bag of viaspan (unknown lot number).

Manufacturer narrative:
The complaint sample has been requested.